Manufacturer narrative:
Updated fields: b4, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Customer stated fiber optic catheter was used for treatment and after swapping unit mid-case issue was resolved. More than likely due to fiber optic zeroing after swapping units. Fiber optic tested and within specifications. Tested bp gain (298 mmhg reading at 300 mmhg nominal) and high-level ECG input with unit triggering off of external trigger and pumping properly. All testing passed. Est performed. Ready for patient use. Returned to customer. Problem not verified, operator error.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) shows all numbers 20 pts off than what it's currently showing. There was no patient harm.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.